Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to out-of-range impedance measurements and a lead fracture. Additionally, the patient had received an inappropriate shock. A new rv lead was implanted. No additional adverse patient effects were reported.